Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. A 3.00 x 38mm synergy drug-eluting stent was selected for use to treat a lesion. However, it was noticed that the stent shaft broke, mid way from wire exit port to hub, while advancing the device into the guide catheter. The device did not enter into the patient's body. No patient complications were reported.